Event description:
The user facility reported that after four to five cuts with the sphincterotome, the cutting wire broke in half one to two millimeters away from the proximal end of the knife wire. The physician was said to have been satisfied with the orientation of the cut, and no further sphincterotomy was required. The procedure was completed and there was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as the device was said to have been discarded by user facility personnel following the procedure, and could not be safely recovered. The clinician assisting the physician during the reported event was said to have been handling the device with excessive force. The exact cause of the user's experience cannot be determined, however, user handling cannot be excluded as a contributory factor. This report is being submitted as an MDR in an abundance of caution.